Event description:
The patient was revised on her right hip due to pain and instability. She began having numbness in her leg and pain in the groin area. Fluid was found in the capsule 40cc of fluid was extracted. She states that she had elevated metal ions in her blood. She states that her surgeon noted that he had to remove a lot of tissue.

Event description:
The patient was revised on her right hip due to pain and instability. She began having numbness in her leg and pain in the groin area. Fluid was found in the capsule 40cc of fluid was extracted. She states that she had elevated metal ions in her blood. She states that her surgeon noted that he had to remove a lot of tissue.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker hip. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event reported in this MDR is a duplicate of the event reported in MFR report #s: 0002249697-2015-00042 and 0002249697-2015-00044.